Manufacturer narrative:
The device was returned to olympus repair center. The evaluation of the device confirmed the following: the reported event was reproduced. Corrosion and damage of the video connector were noted. There is possibility that the reported event was caused by the corrosion, and damage of the video connector. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was not displayed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Furthermore evaluation of the device confirmed the followings; the manufacturing history (DHR) indicated no irregularity. Defect of the cable was noted. Omsc guessed that the reported event was caused by the defect of the cable. There is posssibility that the defect of the cable was caused by user handling. If additional information becomes available, this report will be supplemented.